Event description:
It was reported that the right atrial (ra) lead was exhibiting low impedance resulting in a polarity switch. The lead remains in use. The patient was a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4076 implantable pacing lead (B)(6) 2011.